Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer experienced a high blood glucose level of 430 mg/dl. She corrected her high blood glucose level with the insulin pump. The product was not returned. Nothing further to report.